Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the ig serpentine tube coating is peeled off 1 mm square or more. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the issue of leak tester being unable to be attached. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the ig serpentine tube coating is peeled off 1 mm square or more. This medwatch is being submitted for the reportable issue of the ig serpentine tubing coat peeling of 1 mm square of more that was observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the defect was caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.